Event description:
A malfunction alarm with code malf 12 was reported. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support assisted the customer in resetting the pump, which resolved the issue, and the malfunction did not recur. The customer was informed to continue using the pump and advised to contact technical support if the issue persisted.